Event description:
The patient had lost so much weight that her pump dropped down into her hip area. It was fixed when the pump was replaced for normal battery depletion. The new pump was placed on the same side (left). The device system was delivering fentanyl, clonidine, and dilaudid. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).